Event description:
It was reported that the patient experienced a small subarachnoid bleed during the deep brain stimulation (dbs) stage one procedure. It was noted the bleed began during the use of the medtronics microelectrode reading (mer) and may have contributed to the subarachnoid bleed per the physicians assessment. The physician performed electrocautery to stop the bleeding and completed the procedure. The patient did well post-operatively. Additional information received that the patient was back in the hospital for the small subarachnoid bleed they experienced. The subarachnoid bleed was not related boston scientific's device per the physicians assessment. The patient received care, therapy and is doing well.

Event description:
It was reported that the patient experienced a small subarachnoid bleed during the deep brain stimulation (dbs) stage one procedure. It was noted the bleed began during the use of the medtronics microelectrode reading (mer) and may have contributed to the subarachnoid bleed per the physicians assessment. The physician performed electrocautery to stop the bleeding and completed the procedure. The patient did well post-operatively.